Manufacturer narrative:
Device investigation reveals a damage to the coil wires. The implant stimulator is working within specifications when equipped with a functional implant coil. The observed defect of the coil is consistent with the failure mode reported in the field. The pattern of this damage is typical for a single short-term mechanical overload. This is a final report.

Event description:
It was reported that the device was explanted on (B)(6) 2014. The device was explanted because of poor connection between implant and coil.

Event description:
It was reported that the device was explanted on (B)(6) 2014. There is no more info at this time.

Manufacturer narrative:
Not available. The device was explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.